Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed low battery alarms at the long trace history file and an abnormal loaded voltage (loaded v lith) at the power graph management tool due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, pump was monitored and functioned properly. No unexpected low battery alarms noted during testing. Pump was received without original battery cap, unable to confirm damaged/cracked battery cap. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, texture damage keypad overlay, faded serial number label, and a minor scratched lcd window.

Event description:
It was reported that insulin pump could not take battery. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.